Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed self test. Pump passed off no power test. Device received with cracked case at the display window corners. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s daughter reported via phone call that insulin pump was not working at all even after changing 3 different batteries. Customer¿s blood glucose was 193 mg/dl. Customer stated that insulin pump had crack at top left hand side as insulin pump was probably dropped. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.